Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the cable. Current output measurements passed specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and hemopro 2 tool. The harvesting tool device performed according to specs during the device activation. Based upon this observation, the reported complaint for "no power" could not be confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 was being used on a radial harvest and stopped working. This occurred about 1/4-1/2 through the procedure; the dissection went fine; but then after several branch cuts, there were no beeps, or smoke and the branches were not dividing. They cleaned the jaws and reconnected the cord, but the device still would not work. A replacement vasoview 7 bisector kit was used to complete the procedure. There were no pt effects. The product was returned.